Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2024 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew the bacteria klebsiella pneumoniae. The patient was being treated with antibiotic therapy (details unknown) and remained in the hospital at the time follow-up was performed. Per the nurse, the patient is recovering from the event. The nurse was not able to provide the cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2024 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew the bacteria klebsiella pneumoniae. The patient was being treated with antibiotic therapy (details unknown) and remained in the hospital at the time follow-up was performed. Per the nurse, the patient is recovering from the event. The nurse was not able to provide the cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The patient¿s pd culture was positive for bacteria that is normally found in human intestines. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique.